Event description:
On (B)(6) 2014, the reporter contacted animas, alleging battery compartment damage. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/20/2014 with the following findings: the battery compartment was cracked in three places: in the thread area, from the threads to the grip pad, and below the grip pad. The reported issue was confirmed. The following findings are unrelated to the reported issue: the threads of the returned battery cap were observed to be stripped. The vibratory function of the pump was not functional due to a vibration motor alignment failure. The audio bolus button cover was observed to be torn/punctured. Due to the damage found on the returned battery cap, a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.